Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection procedure, there was a conversion to open surgery after bleeding was identified at one of the non-robotic tri-lumen 12mm airseal valveless access port sites. A hematoma was discovered in the abdominal wall between the layers. The cause of the operative complication is unknown although it is suspected that the hematoma occurred as a result of an injury to a vessel during placement of the airseal port.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, there was a conversion to open surgery. The issue occurred after bleeding was identified at one of the non-robotic "tri-lumen 12mm airseal valveless access port" sites approximately three hours into the procedure. Four robotic cannulas were approximately 7-8 centimeters from the airseal port, not alongside. The surgeon determined this bleeding to be disturbing and suspicious as the patient¿s vital signs were stable and the bleeding did not seem heavy in the abdomen. The surgeon made the clinical decision to convert to open surgery, after which, a larger hematoma was discovered in the abdominal wall between the layers. This hematoma was suspected to be caused by an injury to a branch of the arteria epigastrica during placement of the airseal port. The patient tolerated the conversion to open surgery. Per the site, the patient did not experience injury other than receiving an additional incision from the conversion. The estimated blood loss associated with the event is unknown. The patient was transferred to the intensive care unit (ICU) postoperatively and was released from the hospital some days after. The patient did not experience postoperative complications. There is no allegation of malfunction of a da vinci system, instrument, or accessory.